Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative noted that the clip on the network communication cable was damaged. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site biomedical engineer reported that, while in a spinal fusion, the imaging system and the navigation system could not establish communication. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The reported issue was evaluated by medtronic personnel. The investigation found that the reported issue is suspected to be from use error as the camera on the navigation system was reported to be angled at an extreme angle which could result in the camera not observing the trackers on the imaging system gantry.